Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR = no report. Additionally, this report is being submitted to correct the describe event or problem field (b5) in section b, adverse event or product problem; the device codes and impact codes fields (h6) in section h, device manufacturers only.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have turned off. The patient was in contact with a healthcare professional. As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information indicated that this crt-d was found to be turned on and in normal working order.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have turned off. The patient was in contact with a healthcare professional. As of this time, this crt-d remains in service. No adverse patient effects were reported.